Manufacturer narrative:
It is unknown if the sample will get returned for investigation or not. Argon requested sample back. A follow-up report will be submitted upon investigation completion and if new information is available.

Event description:
Same problem is occurring in several patients (12 at least): physician reports that in the connector of the implanted catheter, through the hole where its anchor thread passes, the liquid that the catheter is draining also comes out; because that outlet hole is not well sealed and the internal valve of the catheter does not work either. The result is that the doctor must change the catheter and is a danger because of the great possibility of infections of the area where the catheter comes out. Obtaining samples from the failed catheters explanted is practically impossible due to the great possibility of dangerous biocontamination during the handling of the rescued devices; although the hospital needs free units of device for replacements from different lots.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. After third notification, sample was not returned to argon. The complaint was closed. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Physician reports that in the connector of the implanted catheter, through the hole where its anchor thread passes, the liquid that the catheter is draining also comes out; because that outlet hole is not well sealed and the internal valve of the catheter does not work either. The result is that the doctor must change the catheter and is a danger because of the great possibility of infections of the area where the catheter comes out. Obtaining samples from the failed catheters explanted is practically impossible due to the great possibility of dangerous bio-contamination during the handling of the rescued devices; although the hospital needs free units of device for replacements from different lots.